Manufacturer narrative:
Additional information was received that the reported issue could not be duplicated. It was determined that it was use error (device had been left unplugged resulting in discharged batteries).

Event description:
It was reported that there was a malfunction resulting in an error that can cause a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.